Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove and the access ports were used unsuccessfully. The device was withdrawn from the pt anatomy using counter pressure. Bleeding continued and hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was provided.